Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 375 mg/dl with a moderate ketone level and an insulin injection was administered to address the bg level. The customer performed a system check and the occlusion appeared to be within the cartridge. The customer changed the cartridge and the occlusion was resolved.